Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic chest anastomosis surgical procedure, the tissue remained stuck to the 8mm vessel sealer extend (vse) instrument despite careful cleaning. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm vessel sealer extend (vse) instrument for failure analysis investigation. The instrument was analyzed and the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. Hard grip force test was performed, and it passed "4.724" there were no failures reported in the logs during testing. There was physical damage observed on ceramic dots during testing. The instrument was fully functional. Moderate number of debris was observed on the jaws. Some tissue sticking was expected during normal use of the instrument

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed seal and cut tests successfully. Hard grip force test was performed and it passed "4.724". There were no failures reported in the logs during testing. There was no physical damage observed on ceramic dots during testing. The instrument was fully functional. Moderate amount of debris was observed on the jaws.

Event description:
Refer to h11 for follow-up information.